Event description:
It was reported difficulties were encountered firing this biopsy needle during a liver biopsy procedure. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the cannula distal tip was burred and mushroomed. Both thumb tabs were in the cocked position. The device exhibited good function during cycle testing. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.